Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm the reported endoleak type ia with no evidence of a secondary procedure. Additionally there was evidence to reasonably support the following observations; endoleak type ii of the inferior mesenteric artery and right lumbar. The most likely cause of the endoleak type ia was determined to be unknown. Due to lack of medical information available for review, there were no cautionary use or off label condition that could be identified. The most likely cause of the endoleak type ii was determined to be a patient anatomy issue. The most likely cause of the endoleak type ii was the inferior mesenteric artery and right lumbar. Due to lack of medical information available for review, there were no cautionary use or off label condition that could be identified. Lot information was not received and a manufacturing review was unable to be performed. Devices remain implanted in the patient and were not returned, no evaluation completed. Clinical was unable to find evidence to reasonably suggest contributing factor to the reported event due to limited available patient information. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: PMA number.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient came in for a follow up and computed tomography (CT) showed a type 1a endoleak and a potential increase in the aortic neck diameter. A secondary intervention has not been reported to endologix. Current patient status is unknown and has also not been reported to endologix.